Event description:
The pt received her scs system on (B)(6) 2011 including a paddle lead. It was reported coverage varies depending upon the pt's positional changes. An sjm representative assisted the pt over the phone to help resolve the issue. The pt also experienced overstimulation while attempting to adjust the amplitude. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.